Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube).unit received with cracked case at reservoir tube window corners. Unit received with broken belt clip slot and battery tube threads. The drive support disk was inspected and no anomaly was noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is broken off. The customer's blood glucose reading was 92 mg/dl at the time of incident. Troubleshooting found that the drive support cap was loose and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.